Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2002, product type extension product ID 3487a-33 lot# j0209878v serial# implanted: 2002-07-08 explanted: product type: lead. Product ID 3487a-33, lot# j0208309v, implanted: (B)(6) 2002, product type: lead. Device used for off label indication. The indication device was used for was urinary incontinence. This date is an approximation.

Event description:
The patient reported that they were told that they found the wires broken. It was indicated that the patient would have pain and soreness in their tailbone after each replacement. The patient thought this occurred in (B)(6) 2008. It was noted that the device helped their pain and frequency tremendously. There were no further complications reported as a result of this event. The indications for use were unknown.